Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. The patient was experiencing symptoms of body aches, headaches, and vomiting. The pump later alarmed that the cartridge was empty. The patient checked the cartridge to see that within 24 hours the pump had delivered medication that should have been given over 72 hours. The patient switched to another pump. No adverse patient effects were reported.